Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and the shelf box. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a hypotube separation 19cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The hypotube was kinked 1.5cm from the edge of the separated end of the distal portion of the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure, a catheter shaft kink occurred. Upon attempting to deliver the 3.00mm x 16mm veriflex stent to the target lesion, a kink was noted in the proximal shaft of the catheter. The device was then removed and exchanged with a different device and the procedure was completed. No patient complications were reported and the patient' status was fine. Returned device analysis revealed a hypotube fracture.